Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and tvt was implanted. It was reported that following insertion the patient experienced mesh erosion, recurrence and incontinence. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6). No additional information provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological on an unknown date and an unknown mesh was implanted. It was reported that following insertion the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.